Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
During patient treatment, difficulties to ventilate the patient were reported. There was no patient harm. Manufacturer's reference number: (B)(4).

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Our investigation into this complaint has been completed. Our field service engineer investigated the anesthesia system at the hospital, and the safety valve solenoid was concluded to be faulty. After replacing the safety valve solenoid, the anesthesia system was successfully tested and was cleared for clinical use. The replaced part was discarded and could not be returned for investigation. A complete set of device logs was received. The received logs confirm the difficulties to ventilate the patient. The internal log corresponds with the trend log, showing multiple clinical alarms during the short case that lasted for eight minutes. Alarms such as etco2: low, expiratory minute volume: low, excessive leakage and check breathing circuit, were generated. The above alarms, together with the trend logs from this period, show that there was no delivery of gas to the patient. Based on the above information, our conclusion is that the faulty and replaced safety valve solenoid caused the reported issues.